Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
The patient reported experiencing problems due to a faulty device and/or battery problem. The model, serial number and status of the device were not provided and cannot be identified due to lack of patient information provided. No patient complications have been reported as a result of this event.